Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. This event was attributed to a death in original MDR report. During due diligence follow up with the customer, they confirmed that the patient's death was not related to the alleged product malfunction.

Event description:
Customer reported statlock became disconnected at fused part of tubing, causing a-line to back up and bleed. Rn was with patient at the time so minimal blood loss noted. No other information was provided. Additional info from customer: (17-july-2023) the event did not result in a dislodged catheter. The catheter tubing broke, so the patient was at risk for bleeding. The catheter had to be removed and another one placed. Placing an arterial line is an invasive procedure and it does delay care, as the blood pressure is not readily available for medication adjustments. This patient did expire but not during this event adjustments. This patient did expire but not during this event. Additional information received 02 august 2023; since this is an arterial line, there is a significant bleeding risk to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a detached male luer-lock adaptor was confirmed. The returned arterial statlock extension set tubing was found to exhibit the same features as a known issue. H3 other text : evaluation findings are in section h11.

Event description:
Customer reported statlock became disconnected at fused part of tubing, causing a-line to back up and bleed. Rn was with patient at the time so minimal blood loss noted. No other information was provided. Additional info from customer: ((B)(6) 2023) the event did not result in a dislodged catheter. The catheter tubing broke, so the patient was at risk for bleeding. The catheter had to be removed and another one placed. Placing an arterial line is an invasive procedure and it does delay care, as the blood pressure is not readily available for medication adjustments. This patient did expire but not during this event adjustments. This patient did expire but not during this event. Additional information received (B)(6) 2023; since this is an arterial line, there is a significant bleeding risk to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
Customer reported statlock became disconnected at fused part of tubing, causing a-line to back up and bleed. Rn was with patient at the time so minimal blood loss noted. No other information was provided. Additional info from customer: (17-july-2023). The event did not result in a dislodged catheter. The catheter tubing broke, so the patient was at risk for bleeding. The catheter had to be removed and another one placed. Placing an arterial line is an invasive procedure and it does delay care, as the blood pressure is not readily available for medication adjustments. This patient did expire but not during this event.